Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On (B)(6) 2026 the patient experienced sweating, loss of consciousness, and ¿crummy¿, due to an extremely high blood glucose level. Before losing consciousness, the patient was able to contact the emergency department. The patient was unable to recall the exact date or time of the incident, and how long she was unconscious for. The patient could not remember whether her dexcom device displayed any alerts, and if the cgm device was displaying any numerical readings at the time but stated that the cgm device only showed ¿high¿. When paramedics took a fingerstick, the blood glucose reading was 1200 mg/dl. Ems transported her to the hospital, where she was hospitalized for several days. The patient did not recall the specific medications administered during the hospitalization but stated that medical staff recommended humalog insulin, either by injection or via insulin pump if functional, to lower her blood glucose levels. It is unknown how much time the patient was eventually in the hospital for. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/20/2026.data was provided for investigation. An analysis of the data logs indicated that the sensor session began on (B)(6) 2026 at 12:31 pm. The sensor session lasted 9 days and ended due to progressive sensor decline on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On the day of the reported event (3/20/2026) there were numerous high glucose alerts starting with vibration then escalating to 50% audio volume, followed by 100% audio volume. None of the alerts, throughout the day, were acknowledged. All alert were found to have performed as intended. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.